Event description:
It was reported that bd vacutainer® urine analysis preservative tube was withdrawn and there was a significant splash of urine on the ER tech and appropriate follow-up measures were initiated with the tech. Verbatim: "material no: 364992; batch no: 8249984. It was reported the tiger top remained stuck on the needle and there was a significant splash of urine up the individuals arm. Need to let you know we had a significant exposure of an ER tech last night with one of the urine devices. It was from the new kits; when she attempted to withdraw the tiger tube from the barrel, the tiger top remained stuck on the needle and there was a significant splash of urine up the individual¿s arm. To be clear, it was a urine exposure not a blood exposure. Appropriate follow-up measures were initiated with the tech."

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that bd vacutainer® urine analysis preservative tube was withdrawn and there was a significant splash of urine on the ER tech and appropriate follow-up measures were initiated with the tech. Verbatim: "material no: 364992; batch no: 8249984. It was reported the tiger top remained stuck on the needle and there was a significant splash of urine up the individuals arm. Need to let you know we had a significant exposure of an ER tech last night with one of the urine devices. It was from the new kits; when she attempted to withdraw the tiger tube from the barrel, the tiger top remained stuck on the needle and there was a significant splash of urine up the individual¿s arm. To be clear, it was a urine exposure not a blood exposure. Appropriate follow-up measures were initiated with the tech." Relevant tests/laboratory data: appropriate follow-up measures were initiated with the tech. Etc nst that was exposed, reported the incident to her supervisor and an exposure (bbfe) was initiated. Medical device brand name: bd vacutainer® urine analysis preservative tube. Medical device type: kdt. Common device name: specimen transport and storage container. Medical device manufacturer: broken bow. Medical device catalog#: 364992. Medical device expiration date: 2020-02-29. Medical device lot #: 8249984. Unique identifier (UDI) #: (B)(4). Manufacturing location: broken bow. PMA/510(k)#: exempt. Device manufacture date: 2018-09-06.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® urine analysis preservative tube was withdrawn and there was a significant splash of urine on the ER tech and appropriate follow-up measures were initiated with the tech. Verbatim: "material no: 364992; batch no: 8249984. It was reported the tiger top remained stuck on the needle and there was a significant splash of urine up the individuals arm. Need to let you know we had a significant exposure of an ER tech last night with one of the urine devices. It was from the new kits; when she attempted to withdraw the tiger tube from the barrel, the tiger top remained stuck on the needle and there was a significant splash of urine up the individual¿s arm. To be clear, it was a urine exposure not a blood exposure. Appropriate follow-up measures were initiated with the tech."

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube was withdrawn and there was a significant splash of urine on the ER tech and appropriate follow-up measures were initiated with the tech.